Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy/pregnancy (ectopic)") in a 36-year-old female patient (gravida 4, para 3) who had essure (batch no. 898926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2003 and (B)(6) 2011), c-section and vaginal delivery. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 16 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), weight increased ("weight gain") and headache ("headaches"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methotrexate and surgery (bilateral salpingectomy (essure removal) and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy, dysmenorrhoea, menstrual disorder, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved and the vaginal haemorrhage, anxiety, depression, pelvic pain, fatigue, weight increased, nausea and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully inserted, without complications. (B)(6) 2016: operative report - ectopic pregnancy. Procedure: dilatation and curettage, laparoendoscopic single-site bilateral salpingectomy because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Following the requisite time period after implantation of essure, on (B)(6) 2012, plaintiff had an hsg (hysterosalpingogram) test performed, test confirmed that plaintiff fallopian tubes were both fully occluded and the essure coils were in proper the placement. (B)(6) 2016: the end of the essure was noted at the cornual/interstitial portion of the uterus bilaterally. (B)(6) 2016: current gestational age of 8 weeks 0 days. Multiple longitudinal and transverse sections revealed a singleton intrauterine pregnancy. Most recent follow-up information incorporated above includes: on 27-feb-2017: historical condition, lab data (discrepant information about pregnancy) and operative report added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy/pregnancy (ectopic)") in a 36-year-old female patient (gravida 4, para 3) who had essure (batch no. 898926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2003 and (B)(6) 2011), c-section and vaginal delivery. Concurrent conditions included body mass index normal and fallopian tube cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 16 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), weight increased ("weight gain") and headache ("headaches"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain, pain"), back pain ("severe back pain, pain") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with methotrexate and surgery (bilateral salpingectomy (essure removal) and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy, dysmenorrhoea, menstrual disorder, dyspareunia, migraine, alopecia and vaginal discharge had resolved, the menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, pelvic pain and weight increased had not resolved and the anxiety, depression, fatigue, nausea and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully inserted, without complications. (B)(6) 2016: operative report - ectopic pregnancy. Procedure: dilatation and curettage, laparoendoscopic single-site bilateral salpingectomy because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Following the requisite time period after implantation of essure, on (B)(6) 2012, plaintiff had an hsg (hysterosalpingogram) test performed, test confirmed that plaintiff fallopian tubes were both fully occluded and the essure coils were in proper the placement. (B)(6) 2016: the end of the essure was noted at the cornual/interstitial portion of the uterus bilaterally. (B)(6) 2016: current gestational age of 8 weeks 0 days. Multiple longitudinal and transverse sections revealed a singleton intrauterine pregnancy. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc FDA codes entry. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy/pregnancy (ectopic)") in a 36-year-old female patient (gravida 4, para 3) who had essure (batch no. 898926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2003 and (B)(6) 2011), c-section and vaginal delivery. Concurrent conditions included body mass index normal and fallopian tube cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 16 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), weight increased ("weight gain") and headache ("headaches"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain, pain"), back pain ("severe back pain, pain") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with methotrexate and surgery (bilateral salpingectomy (essure removal) and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy, dysmenorrhoea, menstrual disorder, dyspareunia, migraine, alopecia and vaginal discharge had resolved, the menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, pelvic pain and weight increased had not resolved and the anxiety, depression, fatigue, nausea and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully inserted, without complications. (B)(6) 2016: operative report - ectopic pregnancy. Procedure: dilatation and curettage, laparoendoscopic single-site bilateral salpingectomy because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Following the requisite time period after implantation of essure, on (B)(6) 2012, plaintiff had an hsg (hysterosalpingogram) test performed, test confirmed that plaintiff fallopian tubes were both fully occluded and the essure coils were in proper the placement. (B)(6) 2016: the end of the essure was noted at the cornual/interstitial portion of the uterus bilaterally. (B)(6) 2016: current gestational age of 8 weeks 0 days. Multiple longitudinal and transverse sections revealed a singleton intrauterine pregnancy. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received: new reporters, outcome for the events abdominal pain lower, back pain, pelvic pain, menorrhagia, vaginal haemorrhage and weight increased updated to not recovered / not resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy/pregnancy (ectopic)") in a 36-year-old female patient who had essure (batch no. 898926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (B)(6). Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 16 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), weight increased ("weight gain") and headache ("headaches"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methotrexate and surgery (bilateral salpingectomy (essure removal) and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy, dysmenorrhoea, menstrual disorder, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved and the vaginal haemorrhage, anxiety, depression, pelvic pain, fatigue, weight increased, nausea and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully inserted, without complications. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Following the requisite time period after implantation of essure, on (B)(6) 2012, plaintiff had an hsg (hysterosalpingogram) test performed, test confirmed that plaintiff fallopian tubes were both fully occluded and the essure coils were in proper the placement. Most recent follow-up information incorporated above includes: on 27-feb-2018: new events added- abnormal bleeding (vaginal, menorrhagia), anxiety, depression, pain, fatigue, weight gain, nausea and headaches. Historical conditions, lot no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 year after insertion of essure, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy (removal of essure and fallopian tubes) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy, dysmenorrhoea, menstrual disorder, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, ectopic pregnancy, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully inserted, without complications. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results: following the requisite time period after implantation of essure, on (B)(6) 2012, plaintiff had an hsg (hysterosalpingogram) test performed, test confirmed that plaintiff fallopian tubes were both fully occluded and the essure coils were in proper the placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.